Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient experienced gradually increasing pain, stiffness, aching, difficulty with mobility, popping, and extreme fatigue. Prior to left hip revision (reported in a separate complaint), patient's metal levels were high, and she is still being monitored for her right hip. Doi: (B)(6) 2007 - dor: none reported (right hip). Patient is a resident of (B)(6). Update (3/26/2013) - patient fact sheet was received. The part/lot numbers have been updated and the head has been added. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2007 - dor: none reported (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical record patient was revised to address painful right total hip replacement with metal-on-metal large head articulation and probable loose femoral stem. Revision notes stated that there was fluid and was evacuated, it was dusky gray in color. The femoral head was dissociated with the trunnion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore, no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Root cause category: cause not established h6 patient code: no code available (3191) used to capture the device revision or replacement.